Event description:
The convatec sales rep reports that the health care professional encountered difficulty in deflating the balloon on the product, which was in use for a few days, upon removal from the pt. In addition, they were unable to remove an unk amount of water from the product. The pt was not harmed as a result of this procedure.

Manufacturer narrative:
Based on available info, this event is deemed a reportable malfunction. The device did not perform as intended during removal. Fi the balloon fails to deflate in use, it is common practice to cut through the inflation line to deflate the balloon. A forceful removal of a fms device with a fully inflated balloon may cause an injury to the soft tissues of rectal mucosa. No injury to the pt was reported. No add'l info has been provided to date. A return sample for eval is not expected. (B)(4).

Manufacturer narrative:
Additional information was received on july 23, 2015. Third party manufacturer reviewed the routers that were used to manufacture lot#: 13vm517411 and no discrepancies or deviations were noted outside normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.